Event description:
Customer received the following compact plus/mobile results: 1) 3.7 mmol/l and 11.0 mmol/l (22:11) 2) 3.3 mmol/l and 10.7 mmol/l (22:20) 3) 2.5 mmol/l and 3.2 mmol/l (22:24) 4) 5.2 mmol/l and 13.4 mmol/l (10:35) 5) 3.6 mmol/l and 7.2 mmol/l (16:34) 6) 3.2 mmol/l and 3.9 mmol/l (16:41) 7) 6.3 mmol/l and hi (greater than 33.3 mmol/l) (18:59) the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208085, expiration date 01/31/2015). (B)(6).